Manufacturer narrative:
The field service engineer determined the gear pump pressure was too low and it was adjusted. All probe alignments were checked and adjustments were made. Reagent probes were replaced as there was an issue with fluidics. The reagent probe wash station water pressure level was checked and adjusted. The tubing an spring mechanisms were checked on the rinse stations and all were ok. The waste bottles were flushed and an air purge was performed. A mechanism check was performed and was ok. Controls were run and were all ok. No further issues were reported. No issues were observed with calibration data. Overall control recovery was ok. Upon review of the alarm trace, 2 sample clot alarms were observed on the day of the event. Sample foam alarms also occurred on a different module on the same line. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 1070 umol/l. The sample was repeated on a second analyzer, resulting in a value of 90 umol/l. The sample was also repeated on a third analyzer, resulting in a value of 88 umol/l. The creatinine reagent lot number was 641942. The reagent expiration date was requested, but not provided.